Event description:
Rn called from ER to report that the patient stated receiving two shocks while out for dinner without having symptoms or feeling ill. The wcd reported ventricular fibrillation at 207 bpm. The patient was unable to cancel the therapy on time via the heart alert button. There was no injury reported. Patient went to the ER and was admitted for further work up and observation.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Returned theray cable failed weight test and safety test due to pre-shock gel deployment. Kestra engineering also found a leakage path between the posterior defibrillation wire and the gel deployment component (mgg) wires and were able to isolate it to the #2 electrode housing. After therapy cable usage and gel deployment, over time a small amount of defibrillation gel worked its way into the seals of the mgg housing. This caused a slight leakage path which caused a failure of the high voltage to low voltage isolation test. This is a failure of the device reprocessing test and did not present a potential harm to the patient. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.